Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance. The lead was explanted and replaced. The device was returned, analyzed and subsequently tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. A white substance was observed on the tip electrode and the outer insulation. Blood/body fluid was observed in the distal conductor. The outer insulation had a breached depression on the generator end. It was also noted that the outer insulation was pulled apart (overstress) and had a cosmetic depression. Performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance. High impedance (~34,018 ohms) recorded during week ending (B)(6) 2012 on ventricular lead. (B)(4): the device was returned and analyzed. A no output condition was noted as a result of lifted output bond wires.